Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances on the superior vena cava (svc) coil. In addition, short interval counts (sic) and non-sustained tachycardia (nst) episodes were observed. A possible lead fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, a lead impedance out of range alert, and the impedance on the svc (superior vena cava) defibrillation coil was undefined. The analyst noted that (B)(4) of the (B)(4) lifetime short interval counts (sic) were recorded beginning (B)(6) 2014. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2012, (B)(6) 2012, (B)(6) 2014, and (B)(6) 2014. The max superior vena cava (svc) defib impedance varies between 44 ohms and off-scale throughout the record. There are 1 ventricular fibrillation (vf) episodes and 13 non-sustained tachycardia events of greater than 220 v-v cycles recorded between (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).